Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the anastomosis was not complete and a fistula occurred. The surgeon performed a laparotomy and applied another device to correct the condition. The hosp has reported the pt's condition is satisfactory.